Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: patient responded to a request for more details that there were no changes leading to the device not working/functioning. And that the steps taken to resolve the issue were the manufacturer's representative explained and walked through use of the device. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient mentioned that since saturday, it hadn't been functioning. They were having to go to the bathroom and having to wear a pad again. The patient had made sure therapy was on and increased stimulation to 3.0 prior to calling. They were able to sync using their programmer on the call, patient reported they felt stimulation very faintly at 3.0. The patient increased stimulation to 3.3 and confirmed they felt it strong, but comfortably in the correct area. It was confirmed their inquiry was resolved. Additional information was received from the patient. They called back reporting the thing was not working again. The patient stated the night prior, at 10pm they connected with the remote. The stated they connection was lost and it would not connect. It was reviewed that the screen would time out if no activity was done. The patient was able to increase stimulation while on the call and ended the call. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported return of symptoms. Increased her stimulation from 4.8 to 5.0 on program 3 on the call. Patient confirmed feeling stimulation "a little" in the bicycle seat area. Patient mentioned she has a dr appointment next month. No further complications were reported or anticipated